Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05804, 0001825034-2017-08497, 0001825034-2017-08490, 0001825034-2017-08513, 0001825034-2017-08518, 0001825034-2017-08526. Concomitant medical product: unknown oss femoral component, unknown oss bearings, unknown oss tibial tray, unknown oss assembly components, unknown oss femoral stem, unknown patella. Initial reporter: mauricio etchebehere, patrick p. Lin, bryan s. Moon, jun yu, liange li, valerae o. Lewis ¿patellar height decreasing after distal femur endoprosthesis reconstruction does not affect functional outcome¿ the journal of arthoplasty 31 (2016) 442-445. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were two cases on anterior knee pain reported. Attempts have been made and no further information has been provided.